Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a controller internal fault alarm was confirmed via the provided log file. The log file captured a controller fault alarm on (B)(6) 2025 which correlated to a liquid crystal display (lcd) sub-fault. The alarm did not prevent the pump from operating as intended. The returned system controller (serial number (B)(6) was functionally tested and performed as intended throughout all testing. Atypical alarms were not reproduced. Available information indicates that the alarm resolved after the controller was exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with controller fault conditions. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and noted controller internal fault alarms that appeared to be related to the system controller lcd screen. There were no other unusual events recorded in the log file event history. The equipment was operating as intended. The system controller was replaced. The patient was clinically stable.